Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to low blood glucose of 27mg/dl. The customer stated that she is currently on injections as her doctor advised her to stop using the insulin pump. The customer mentioned having a series of no deliveries during basal and motor error alarms, which caused her blood glucose to drop. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found the several motor error and no delivery alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.